Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to an unknown reason, and it was replaced with same model number. No adverse patient effects were reported.